Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An in vestigation was performed and the product analysis technician reported that no fault was found with the o2 sensor. The o2 sensor had exceeded the life expectancy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator failed. The ventilator was not in use on a patient at the time the event occurred.the covidien service engineer (se) inspected the device and at the request of the customer, replaced the o2 sensor as a precautionary measure. The se performed extended self-testing on the device and all tests passed.